Event description:
A customer reported to beckman coulter, inc. (Bec) that there was approximately 5 ml clear liquid leak under the coulter lh 780 hematology analyzer. The leak was contained within the instrument but the customer could not locate the source of the leak. The customer was troubleshooting an instrument problem, wearing gloves and a lab coat, at the time of the incident. There was no report of exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results. There was no death, injury or change to patient treatment attributed or connected to this complaint. Field service engineer found leak at pinch valve 1 on sample access module. The fse replaced tubing at pinch valve 1 and verified operations with startup and controls. The tubing at pinch valve 1 is associated with the needle rinse. This tubing may contain blood and diluent during operation and cleaner during shutdown. The cause of the leak is attributed to tubing at pinch valve 1 on the sample access module.

Manufacturer narrative:
(B)(4).